Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and a cause for the reported slda in this complaint could not be determined. The poor image resolution was associated with the visualization being difficult during the procedure, and therefore, related to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed for single leaflet device attachment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 with posterior leaflet restriction and a rotated heart. It was noted that imaging was difficult. One mitraclip was implanted medial to a2/p2 segment, however after deployment a single leaflet device attachment (slda) occurred. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. A second clip was implanted to stabilize the slda, reducing mr to 2-3. There was no clinically significant delay in the procedure. No additional information was provided.